Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported charging issue. The investigation determined that the device failure to charge its internal battery was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).